Event description:
After approx 24 hours of iab therapy a balloon leak was detected via blood in tubing. The iab was removed. No pt injury occurred as a result of this event. No further details are available.